Event description:
It was reported that the camera head had intermittent horizontal stripe noise during zoom operation. It occurred during the middle of a therapeutic laparoscopic surgery. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable skin damage. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had intermittent horizontal stripe noise during zoom operation. It occurred during the middle of a therapeutic laparoscopic surgery. The intended procedure was completed with the same device. There were no reports of patient harm.